Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/4/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: can you please provide more event details regarding this event? On the 3rd firing just to confirm, was another medical device used to pry open the jaws of the device? Yes, or, was it necessary to cut the device free from the tissue? No. Did the jaws eventually open? Yes.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the lung volume reduction surgery, could not fire when severing emphysema tissue. This occurred on the third firing. Could not open the jaw so used another medical device to pry open the jaws of the device and the jaws did eventually open (so did not need to cut off the device). Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.